Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3587a, serial# (B)(4), implanted: (B)(6) 1999, product type lead.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had right side back pain, felt wire under skin, leads feel lumped and like they were pressing on nerve on left leg. Patient had trouble walking, legs bothering her, and couldn't stand for more than 5 minutes. An x-ray showed lead had shifted down. Patient stated she had sciatica and was in pain constantly. Patient has to use a scooter because of her issues. Patient's ins was reportedly removed however the lead remained in patient and the patient would like to have the lead removed as well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.